Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca california post office or zip code: 91325¿1219. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported infusion set expired and had high blood glucose levels and was treated with subcutaneous insulin delivery on (B)(6) 2026.